Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a remote transmission was sent due to the patient feeling as though they were being shocked. In addition, there were times where visible movement was observed on the patient's stomach/chest, and diaphragmatic stimulation was suspected. A drop in lead impedance was exhibited with the left ventricular (lv) lead. It was further reported by the clinician that the lv lead was causing the diaphragmatic stimulation, and eventually the lead was programmed off, as the stimulation issue could not be resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.